Event description:
The manufacturer received information alleging a failed test step occurred regarding a trilogy 100 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device failed a test step for nurse call. In conclusion, the device's interface system board was replaced to address the issue. The root cause is confirmed at this time. There were no significant events in the error log. Additionally, during the service of the device, the device did not meet acceptance criteria of evaluation process for the following conditions: device serial and model number original labels were illegible and therefore were replaced. The device had missing rubber feet, handle o ring and cord clamp, base and rear enclosure damage unrelated to the reportable malfunction/issues. The device passed all testing.